Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product # 9735773, lot # 2002 h3: a medtronic representative visited the site to perform a system checkout. They revealed that the system checked out after the replacing the battery and performed as intended. Analysis of the battery revealed that it measured 52.26v upon return. It was observed that one of the cells on teh battery appeared to be leaking and no further analysis was done due to its condition. A failure was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735773. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the main cart is powering off on its own about 5-10 minutes after the system is turned on and has happened multiple times. The camera cart remains on. Technical services (ts) had a manufacturer representative on site log into admin and the self-test showed normal behavior for the ups and batteries. It was noted the system was plugged into wall power and the site has not had issues with that wall port. The manufacturer representative watched the self-test for over 10 minutes and the self-test remained constant and the system did not power off. This issue was noted outside of a procedure, and there was no patient involvement.